Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. No medical records and no medical images were provided to the manufacturer. The sample has been returned to the manufacturer for evaluation. The investigation is currently underway.the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a during an ultrasound guided breast biopsy into normal tissue density, a biopsy instrument allegedly could not be fired after approximately two successful sample attempts. Reportedly, another device was used to complete the procedure without a coaxial. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During functional testing he cannula of the device fired automatically. An x-ray showed that the cannula tangs were not sufficiently engaging the device housing. Based upon the cannula automatically firing this investigation is confirmed for cannula self-activation. However, the investigation will remain inconclusive for the alleged firing issues, as functional testing was not completed due to the identified self-activation. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: feb/2021.

Event description:
It was reported that a during an ultrasound guided breast biopsy into normal tissue density, a biopsy instrument allegedly could not be fired after approximately two successful sample attempts. Reportedly, another device was used to complete the procedure without a coaxial. There was no reported patient injury.